Event description:
Event description guidant received information that at 2.5 months post implant, this implantable cardioverter defibrillator (ICD) was unable to be programmed and exhibited a pulse generator fault message. The patient reportedly may have been exposed to an MRI or CT scan. Technical services recommended device replacement.